Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 was difficult to operate, with the right-side slide rail found to be sticking. A field service engineer (fse) found the rear slide rail bumper missing and the ball bearing cage protruding, realigned the cage, and replaced the bumper. Fse replaced two missing front left-side slide rail bumpers and tightened loose drawer fascia screws after releasing pockets, after which smooth operation was verified with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer hard to pull out or shut. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication. There were no adverse events or injuries reported based on this event.